Manufacturer narrative:
No product has been returned for investigation at time of file. Retain testing of the strip lot has not been requested as the strip lot number is unknown. Attempts to contact customer for the strip lot information have not been successful. A follow up report will be filed.

Event description:
Routine complaint investigation when a consumer reported receiving imprecise sequential readings within a ten minute time frame on the precision qid blood glucose meter. The values, when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.